Event description:
The customer obtained multiple, unexpected, non-reproducible, lower than expected vitros theo proficiency sample results using a 2x on-board dilution factor processed on the vitros 350 chemistry system. The following results were obtained: proficiency sample 1 = 145.1 vs. An expected result = 217.1 mmol/l; proficiency sample 2 = 264.9 vs. An expected result = 369.2 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, unexpected, non-reproducible, lower than expected vitros theo proficiency sample results were obtained using a 2x on-board dilution factor processed on the vitros 350 chemistry system. The investigation is unable to determine a definitive root cause for the event. An operator protocol issue regarding dilution processing is suspected as a likely cause, and an instrument issue with the on-board sample dilution mechanism also cannot be ruled out. In addition, user error due to over-dilution of proficiency sample 1 is considered a known contributing factor for the magnitude of discordance observed. It is unlikely that a sample related issue contributed to the event, and patient samples may be similarly affected. There was no evidence that a reagent related issue contributed to the event. The investigation is ongoing.